Event description:
Info on this report was initially reported on MDR #2027969-2011-01242. This report is being filed separately for meter serial# (B)(4) and lot# 248203 per FDA request. Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011: pt: c, meter: (B)(4), lot# 247451 inratio2: 3.5, lab: 2.27; c, (B)(4), 3.4; c, (B)(4), lot# 248203 inratio2: 3.0. Pt's target therapeutic range is 2.0 - 3.0. All results were done within 2 hours of each other.

Manufacturer narrative:
C. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2011, inratio meter = 3.5, 3.4, and 3.0 inr. Reference = 2.27. Mean = 3.04. Confidence limits = 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold has reached. Since strip lot released, 9 in-house therapeutic sample tests have been performed with 53 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.